Event description:
It was reported that the tubing separated at the y-site (clearlink) of a clearlink system continu-flo solution set during patient infusion. This caused saline to leak onto the floor and patient blood to flow back into the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was received for evaluation. A visual inspection was performed, and it was observed that the tubing was separated from the second y-site clearlink in the upstream part. A lack of solvent was observed during the examination of the tubing. The solvent was not applied uniformly on the tubing. A dimensional test was performed at the tubing and clearlink y-site housing, and the components were according to specification. The reported condition was verified. The cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.